Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was not linking with the glucometer. Customer stated that she has balance issues and dizzy spells and felt as though her blood glucose readings were in the 40 mg/dl range. Customer's blood glucose reading at the time of the call was 57 mg/dl and treated with juice. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer stated that the daily total did not seem accurate and seemed as though too much insulin was given to her. Customer mentioned that the insulin pump may have been exposed to microwave fields. No further information reported.